Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Replaced umbilical cable, pleora, for image orientation related issues. Also adjusted, rad, fluoro gain calibration. Adjusted gantry docking pins a, z wag.the imaging system passed the system checkout and was found to be fully functional. Issue resolved with part replacement. The pleora port and the mobile view station (mvs) interface cable was returned to the manufacturer for analysis. They were found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. Although the part was returned and could not be duplicated, the replacement was reported to have resolved the issue. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the site reported to him that the imaging system was displaying a frame rate error message. There was no patient present when this issue was identified.